Event description:
A report was received that the patient had pocket site pain. The patient underwent a pocket revision wherein the battery was repositioned more lateral off the midline. The patient was doing well postoperatively.